Event description:
A cranial surgery for the placement of a shunt in a ventricle, ca. 6 cm deep, in the brain has been performed with the aid of the brainlab navigation sw cranial em, version 1.1. According to the surgeon (treating clinician): the deviation of the shunt placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and its placement was corrected without navigation at the very same surgery. There was no actual negative clinical effect on the patient due to the deviating shunt placement despite a direct (or an increased) risk of hemorrhaging to critical structures. There was no negative effect on the patient due to the prolonged anesthesia of ca 20 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization of the patient was not prolonged due to this issue.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a shunt was placed at a different location in the brain than anticipated, with the brainlab device involved, although according to the surgeon (treating clinician): the deviation of the shunt placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and its placement was corrected without navigation at the very same surgery. There was no actual negative clinical effect on the patient due to the deviating shunt placement despite a direct (or an increased) risk of hemorrhaging to critical structures. There was no negative effect on the patient due to the prolonged anesthesia of ca 20 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization of the patient was not prolonged due to this issue. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.